Event description:
It was reported by service report that the fowler was stuck at full height and the fowler cylinder was leaking. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.